Event description:
The patient reportedly fell from bed while sleeping and began experiencing loss of lock between the internal device and the external equipment. The patient reported vertigo and pain at the implant site. External equipment was exchanged and programming changes were made. The issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.